Manufacturer narrative:
Per tandem user guide, ¿the transmitter is reusable and is replaced about every 3 months.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Reportedly, the transmitter had been in use for longer than three months. The customer was instructed by tandem technical support to order a new transmitter. No additional patient information was available.